Event description:
It was reported that the insulin pump alarmed button error that was unable to be cleared. The customer replaced the battery but the screen froze. The customer's blood glucose was 201 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no response in the act button due to corroded keypad traces. No button error alarm or frozen display was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.